Event description:
During routine preventative maintenance testing by stryker, the device took longer than 30 seconds to charge for defibrillation. In this state the defibrillation therapy may be delayed if needed there was no patient involvement reported with the event.

Manufacturer narrative:
The issue was discovered by stryker during preventative maintenance. The technician duplicated the reported issue but could not repair the device. The device was taken out of service, and the customer received a replacement device. The cause of the issue could not be determined.